Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a gastrectomy procedure, no air was filling in the trocar. There was no patient involvement or injury. Last known patient status is stable. Another device was used to correct the condition. There was no tissue loss or damage. There was no blood loss of 500cc or more and surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).